Event description:
Patient's partner states the piece that pushes syringe in broke off. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product. Unknown if the patient has the defective product on hand for possible return to the manufacturer. No further information is known. Serial number: (B)(6). Unknown expiration date. Indication: common variable immunodeficiency, unspecified.